Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having difficulty breathing/short of breath and cough. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of dirt/dust contamination, fibrous contaminate and small, blue contaminate consistent with plastic in the airpath at the air inlet, on the blower box seal, inside the blower box, on the blower motor casing, on the motor impellers, at the iso port, top and bottom plastic case of the device and blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instance of: e-130 was logged. The manufacturer concludes the contaminates found were consistent with an unknown contaminant, dust/ dirt, fibers and plastic like substances, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.